Manufacturer narrative:
The axium coil has not been returned for evaluation as it remains implanted in the patient. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil protrusion through an embolization device. It was reported that the patient underwent treatment of an unruptured, midline terminus. During treatment, two embolization devices (one framer, one filler) as well as one axium 3x8 coil were implanted. Imaging showed significant stasis in the aneurysm. The patient returned one year post-procedure for follow-up imaging. Imaging taken immediately post-procedure was compared with imaging taken one-year post-procedure. On one-year imaging, axium coil protrusion was observed. At the one-year follow-up, the patient's mrs was 0. The aneurysm was noted to be completely obliterated. There were no reports of patient symptoms in association with this event.